Manufacturer narrative:
This ipg serial number was included in a field advisory the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices since (B)(6). Subsequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model.

Event description:
Follow-up information revealed effective therapy was established following the procedure.